Event description:
It was reported that the insulin pump alarmed no delivery during a reservoir change attempt. The customer did not know the blood glucose reading. He stated that, upon troubleshooting, he found that the reservoir was empty. He stated that he did not know what had happened to the insulin. He confirmed that the reservoir compartment was dry, and no leaks were apparent. He was assisted with an infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.